Event description:
It was reported that this insertable cardiac monitor (icm) reached the end of service (eos) status before the expected longevity. The patient was referred to the clinic. The icm remains in service and no adverse patient effects were reported.